Event description:
The manufacturer was contacted in reference to a thermal product malfunction. The manufacturer received information regarding a burning smell accompanied with rattling sound. The device then turned off. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. No MDR required. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
The manufacturer previously reported information in reference a thermal product malfunction. The manufacturer received information regarding a burning smell accompanied with rattling sound .the device then turned off .there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient .no MDR required. A follow-up report will be submitted should additional relevant information become available. Based on the information available at this time of investigation, it has been determined that the allegation of burning smell was against a replacement device. The device is not part of the recall. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. There was no patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.